Event description:
Pt with 9 french multilumen catheter placed during heart surgery experienced a neurological event during rewiring of the catheter postoperatively. CT scan showed a thrombus in the right internal carotid artery which was treated with intra-arterial t-pa. Despite aggressive therapy, the pt experienced progressive left brain swelling and eventually slipped into a coma and died. The family refused autopsy. The co was notified immediately.